Event description:
Returned to medtronic for analysis - reported in medtronic database. Medtronic product issue number 0607305126; implant date (B)(6) 2013; explant date unknown; received at mdt 12/10/2024 originally implanted at kaiser riverside medical center by dr. (B)(6); sales rep is jared haley.